Event description:
It was reported that on (B)(6) 2009, the patient underwent a l3-l5 posterolateral fusion using rhbmp-2/acs with a peek spacer, autograft and putty. Subsequently, the patient was diagnosed with injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: patient presented with following pre-op diagnosis: lumbar disk degeneration with radiculopathy. Lumbar degenerative disk disease. L4-5 spondylolisthesis. Lumbar stenosis. Patient underwent the following procedures: right sided lamino-foraminotomy with medial facetectomy at l3-4 and l4-5. Osteotomy of the inferior facet of l3 and l4 on the right. Osteotomy of the posterior superior lip of l4,l3,l5 on the right. Osteotomy of the inferior superior lip of l4 on the right. Radical transforaminal diskectomy at l3- 4 and l4-5. Interbody fusion at l3-4 and l4-5 using spacer, bmp, local bone autograft and putty. Placement of screws at l3,l4 and l5, and rod. Posterolateral fusion at l3-4-5 using bmp, local bone auto graft and putty allograft. Use of operating microscope. Intraoperative fluoroscopy interpretation. As per-op notes, radical diskectomy ensued at l3-4, peek spacer was filled with bmp, local bone autograft and putty allograft. Identical procedure was performed at l4-5. A high speed bur was used to decorticate the transverse process at l3, l4 and l5. The putty allograft, local bone autograft and bmp were then laid down as an on lay fusion. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.